Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's monitor was displaying service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigating the monitor was unable to communicate with a test electrode belt. The cause for the communication failure was isolated to intermittent solder joints on component u409 (high speed can transceiver), u413 (spi can controller), and j1001 (sh connector) on the monitor c/a board. The root cause for the intermittent solder joints could not be positively identified. After reflowing the three components, proper belt communication was restored. No adverse event resulted from the intermittent solder joints. The pt received a replacement monitor.